Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. Internal insulation abrasion was noted at 7.8-8.0cm from the distal tip. Internal insulation abrasions under the svc shock coil were noted at 27.9-28.1cm and 28.3-28.6cm from the distal tip. Internal insulation abrasions under the rv shock coil were noted at 4.5-4.6cm, 4.9-5.0cm, 5.1-5.2cm, and 6.2-6.3cm from the distal tip. The etfe coating was intact at all abrasion locations. (B)(4). (B)(6).